Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 14822308.

Event description:
It was reported that patient experienced communication issue with the ipg after a laminectomy procedure wherein an electrocautery was used. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.